Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the customer wanted to cut open the papilla so that they could then remove the stones from the bile duct. However, the wire broke during the cutting. The stones did not interfere with the cutting as they were much higher up in the bile duct. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another truetome 44. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Block h11: investigation results the returned truetome 44 was analyzed, and a visual and microscopic inspection found that the cutting wire was blackened and broken from the proximal pierce hole and was fully detached. The wire anchor was dislodged from the distal pierce hole, and it was not inside the catheter. Also, the working length was torn from the distal pierce hole. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of cutting wire break was confirmed. The results of the analysis performed on the returned device found that the cutting wire was blackened and broken from the proximal pierce hole and was fully detached. The wire anchor was dislodged, and it was not inside the catheter. Also, the working length was torn from the distal pierce hole. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. The break in the cutting wire could have been generated if there was contact between the device and the scope during energization or if the device exceeded the maximum of voltage during procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wires integrity, causing premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can detach the cutting wire as observed in the product analysis. The working length tear at the pierce hole could have been caused by submitting the cutting wire to tension during handle actuation, in addition with the possibility of the device being energized during the handle actuation. Also bowing the device without being completely out of the scope can lead to a tear and displacing or dislodging the cutting wire anchor from its position. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the customer wanted to cut open the papilla so that they could then remove the stones from the bile duct. However, the wire broke during the cutting. The stones did not interfere with the cutting as they were much higher up in the bile duct. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another truetome 44. There were no patient complications reported as a result of this event.